Event description:
A family member reported that the patient experienced a blood glucose of 390 mg/dl with crabbiness. The family member reported that the pump was alerting loss of prime but it was unclear when the loss of prime warning occurred but was likely between 12:00 pm and 2:00 pm. When the patient arrived home, the family member reportedly gave the patient an insulin injection. During troubleshooting, it was found that the cartridge cap was loose. Customer support (cs) advised the family member that a loose cartridge cap can cause a loss of prime warning. Cs also advised the family member that insulin delivery was interrupted due to loss of prime warning. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #2: date of submission 10/13/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the black box showed a loss of prime warning associated with a low non-zero force. A 24hr duration test was successfully completed with no loss of prime warnings being duplicated. The force sensor was detecting the correct force. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. The pump cover was removed and the force sensor pins were seated and solder connections intact. There was no evidence of contamination or cracked force sensor traces and no evidence of internal moisture was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4).